Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, this was a right-side transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. While advancing the commander delivery system, the tip of the valve became caught on the calcification at the superior mesenteric artery (sma) and the delivery system got stuck. The operator then attempted to push the delivery system forward and fluoroscopy revealed the stent of the valve was bent outward at the outflow portion. Thus, the decision was made to remove the devices. The operator tried to pull the valve into the sheath, but the metal side of the valve got caught at the tip of the sheath. Only the delivery system was pulled until the valve was located near the triple marker. The delivery system was pushed towards the esheath tip and the devices (valve, delivery system and esheath plus) were then pulled out through a common femoral artery (cfa) surgical cutdown. An angiography showed there were no obvious findings of vascular leakage or hemodynamic instability. A gore (non edwards) dryseal 24fr sheath was inserted in the right femoral and a second 26 mm sapien 3 ultra resilia valve was successfully implanted in the annulus without reported issues. After removal of the non-edwards' sheath, an angiography revealed a dissection in the external iliac artery (eia). A covered stent was implanted and an endoluminal repair performed near the puncture site. The eia dissection is not considered to be related to the edwards' devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the patient's right iliac had presence of calcification and tortuosity. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of frame damage was unable to be confirmed due to lack of relevant imagery. Per 3mensio imagery, the patient had presence of tortuosity and calcification within the access vasculature. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system advancement leading to resistance. As such, available information suggests that patient factors (tortuosity and calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.